Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). As lot #: 16102042m was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient, underwent an ischemic ventricular tachycardia ablation procedure with a thermocool® smarttouch® uni-directional navigation catheter and suffered a cardiac tamponade which required pericardial drainage and deceased. The patient¿s medical history is unknown. The physician doesn¿t know the origin of this adverse event. Settings during the event include: temperature control mode, power setting of 40 watts, flow of 30 ml/min and st. Jude medical sl0 sheath was used. Per 21 cfr, part 803, this complaint is reportable.